Event description:
During a coronary drug eluting stenting treatment procedure the physician encountered difficulties when removing the balloon from the stent. The physician predilated the non-tortuous,non-calcified 90% stenosed right coronary artery (rca) with an unknown size balloon. Once the 3.0 x 24mm taxus express2 drug eluting stent was in place, the physician was able to deflate the balloon but the balloon was sticking to the stent. He was able to remove the balloon by withdrawing entire system including the guide catheter, wire and balloon. No patient complications were reported.